Event description:
Customer reported that the compounder overfilled a final container with sterile water being pumped on the yellow lead of the set. The unit was programmed to deliver 152ml, but delivered 178ml before it issued an incorrect solution alarm. The final container was discarded, so there was no patient involvement. The unit has been sent to product services for evaluation.